Manufacturer narrative:
(B)(4). Concomitant medical product: spinalpak assembly, catalog no: 1067716, serial no: (B)(4). Therapy date: unknown. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient was applying the electrodes on the thoracic and lumbar area. The patient stated that their skin was red, itchy and it stung. The patient developed welts and blisters that oozed. The patient called her surgeon's office and was told to stop wearing the electrodes until the blisters were healed. The patient stated that it took over a week for her skin to clear. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. Further review of the certificate of conformance indicates that the product meets zimmer biomet's specifications and no discrepancies were found. No physical and/or functional condition could be found after the review of the certificate of conformance that could be considered a causal factor for the reported complaint. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient was applying the electrodes on the thoracic and lumbar area. The patient stated that their skin was red, itchy and it stung. The patient developed welts and blisters that oozed. The patient called her surgeon's office and was told to stop wearing the electrodes until the blisters were healed. The patient stated that it took over a week for her skin to clear. No additional patient consequences were reported.